Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patent was sitting at their desk at the time of the shock. Technical services discussed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.